Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and fecal incont inence. It was reported that the patient experienced a loss or change in therapy. The patient reported that she had back surgery involving fusions. The patient stated that after which she had issues with fecal incontinence and bladder issues. The patient noted that the bladder had not occurred before. The patient stated that the healthcare professional mentioned to her that the original fecal issues may have been due to her back all along. The patient stated that eventually the symptoms subsided and were ok at the time of report. The patient noted that she had an appointment with her back surgeon the week following report.

Event description:
Additional information was received. Patient reported fecal incontinence and bladder issues were maybe due to back surgery. Patient is no longer experiencing symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not had their ins checked in a long time. They were implanted for fecal incontinence and had been having more bladder incontinence which they noticed after back surgery. This incontinence had increased over time. The patient noted that they had not had an increase in fecal incontinence. Using the programmer, it was confirmed the patient was on program 1 at 3.2 volts and the therapy was on. They were assisted in increasing the stimulation from 3.2 to 3.6. It was recommended they monitor their symptoms and the patient was going to follow up with their healthcare professional (hcp) for recommendations on changing programs, if necessary. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The further steps that are being taken to resolve the worsening bladder incontinence issue is the patient is seeing their back surgeon and doing new CT scans. The worsening bladder incontinence issue has not been resolved, but their fecal incontinence (for which they were originally implanted for) remains under control. No further patient complications have been reported as a result of this event.